Manufacturer narrative:
Additional information: manufacture date provided. Additional information: medtronic received information that the file path to reach the desired data was long. The file path was subsequently shortened.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Missing device manufacture date. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that patient exams where being imported prior to a brain surgery scheduled for (B)(6) 2018 when the system became unresponsive and was rebooted. Two sets of patient exams were included on one cd (approximately 360 slices contrast-enhanced mr and 180 slices mra). While importing the patient exams, the import process stopped. "100%" was indicated but "x" was indicated, and the data was unable to be imported. The data was divided, and a new cd was used. The patient exams were attempted to be imported using a usb, but it failed. After multiple attempts were made to import the data, the data was imported in the end. However, about 40 slices of the patient exams were not imported. They were imported by ent application without any issues and the images were normally displayed. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: medtronic received information that the file path was too long for the navigation system to gather the patient information. Once shorted, functionality was restored to the navigation system.